Event description:
Follow up information identified the patient is receiving effective stimulation.

Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention to replace the ipg (reference MFR. Report: 1627487-2017-04617 and 1627487-2017-04652) and during the procedure it was determined the lead was cracked. Lead diagnostics revealed multiple invalid impedances. The lead was removed and replaced.